Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles of unknown size. The patient¿s blood glucose was 95 mg/dl at the time of the incident. The air bubbles were noticed by customer during filling. The device is expected to be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill reservoir test. Found no air bubbles and no occluded anomalies during analysis. Checked o-rings groove for defects and none was found. Conclusion: no air bubbles and no occluded.